Event description:
During a routine follow-up, the device delivered several shocks due to ventricular oversensing. During the lead revision an insulation break on the lead sensing/pacing coil coil was noted. The physician decided to implant a new sensing pacing lead and use the defibrillation coils of the old lead. Lead was partially capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.